Event description:
A high blood glucose level was reported with a maximum of 503 mg/dl. Cause was not known. The customer addressed this by administering a correction bolus via the pump as well as performed a supply change and carried out various checks on the device and infusion set with instructions from technical support. The customer agreed to replace necessary supplies and resume insulin as advised by technical support.